Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/23/2015 with the following findings: cgm history shows ¿cs203¿ alarms. Returned battery cap and cartridge cap were used to complete the investigation. ¿ez-prime¿ steps were performed correctly; the pump is able to pair with a test transmitter, the pump alarmed with¿cs203¿cgm failure alarms upon the first reading attempt, the history settings issue is duplicated. The pump¿s cover was removed, intermittent condition was found to the cgm module due an opened cgm connector/base connection. No intermittent condition was found to the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.